Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative: this test absolutely gave a false negative, customer ordered two packs of the test since the reporter started to feel symptoms. The reporter took the test and it was negative, woke up the next morning feeling horrible took another brand test and it was positive. Used another on of these test just to double check and it shows up negative for a second time. The reporter considered that the product was totally unreliable. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).